Event description:
It was reported that the event involved a patient having an intra-aortic balloon (iab) insertion during a coronary intervention procedure. While in the cath lab the iab was prepped per instruction and the md inserted the sheath via the left femoral artery. As the md was inserting the iab into the sheath it began to unwrap. As a result, the iab could not be inserted through the sheath. The md requested another iab and this iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.